Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. Section d6a, if implanted, give date: the exact date is unknown. Report indicates (B)(6) 2024. Section d6b, if explanted, give date: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to capture sutures. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted because the patient could not tolerate the ring (halos). According to the doctor the issue may be a result of an anatomical condition that was not observed until after the surgery was done. The incision was enlarged and sutures were used. The explanted iol was replaced with another jnj lens enhance toric model iol. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 13, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and inspected revealing one half piece of the lens to be chipped at the edge. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.